Event description:
Baxter japan reported leakage in the tubing of the transfer set. This was noted during use with no pt injury or medical this was noted during use with no pt injury or medical intervention required according to the complaint coordinator.